Manufacturer narrative:
The insulin pump passed displacement test. The device was received with cracked case at display window corners, display window, reservoir tube, reservoir tube lip, reservoir tube window, reservoir tube window corners and battery tube threads. The device was received with minor scratched lcd window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump got damaged. The customer's blood glucose was unknown at the time of the incident. The customer stated that damage and cracks to the reservoir. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. Product will be returned for analysis.